Manufacturer narrative:
(B)(4). The complaint was not confirmed as no samples were available for evaluation. No root cause has been determined and no corrective actions have been identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Event description:
A doctor reported to baxter (B)(4) that leakage was found on the catheter the day when the transfer set was changed to new one. Also, same defect occurred 3 days after that again. The customer said that the small white clamp in the compact prep tray could cut the catheter while the transfer set was changed to new one. There was no patient injury or medical intervention. There was patient involvement.